Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient experienced glare and the glare was unresolved despite medical management of miotics, tears and glasses. The iol was exchanged in a secondary procedure. There has been a previous medical device report submitted for this patient's fellow eye under mfg. Report number 1119421-2017-01362.